Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) is a participant in a clinical study and is currently implanted with leads in the occipital region (off-label). It was reported the patient hit her head approximately four weeks ago and has since experienced swelling at the back of her head as well as headaches. Recent follow-up on this matter found the patient has pain on the side of her head when therapy is in use. Reprogramming was undertaken which reportedly resolved the patient stimulation; however, the patient is still experiencing headaches. A consultation with the neurologist is planned.